Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 500mg/dl. Troubleshooting was performed. All the settings in the insulin pump appear to be correct. Ran twice the fixed prime test and the insulin did not exited. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.